Event description:
It was reported by the customer that a bd pyxis¿ es server partial dose function was not working properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the partial dose function had not been working properly. A technical support specialist stated that the order had been placed for 0 units to 12 units of the medication with ID insur100j. The medication's strength was 100 units per vial. However, the unit of measure units differed from unit, which had caused the system to be unable to convert between them. As a result, it had displayed the screen using the dosage form instead of the strength. The tsc had suggested editing the unit of measure units and adding a conversion to unit. However, the recommended fix was to update insur100j in the pis to use the standard unit of measure unit. The customer had followed the instructions, which resolved the issue.